Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display even after changing new batteries. Customer stated that the display was not blank less than 30 seconds and did not return. Customer stated that the insulin pump received power loss alarm and they were able to successfully clear the alarm. No harm requiring medical intervention was reported. The device will not be returned for analysis.